Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in a decision to explant the device. The device was explanted on (B)(6), 2010. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).